Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date: (B)(6) 2012, pb1018 transcatheter valve implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. The lead remains in use. No patient complications have been reported as a result of this event.